Event description:
Per the clinic, the patient experienced no benefit with the device leading to device non-use. There are no plans to explant the device and re-implant the patient with a new device as of the date of this report.